Manufacturer narrative:
A valid serial number was not provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower scanned values while wearing the adc freestyle libre sensor compared to a laboratory test. The customer stated that a scan of 2.7 mmol/l was obtained for a couple of days and that an unknown higher blood glucose test was obtained on built-in meter. On (B)(6) 2021, the customer was brought to the hospital by emergency services, and a laboratory blood glucose of 27 mmol/l was obtained compared to a scan of 2.7 mmol/l. The results when plotted on the parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The healthcare professional provided the customer with insulin (dosage unknown) for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.